Manufacturer narrative:
(B)(4). The customer did not return the actual sample for evaluation; however, they did return twenty unopened representative samples from the same lot number. A visual exam was performed and no defects were observed. Functional testing was performed - dual station lift test , general pull and push test procedures, and oxygen entrainment testing, and no issues were encountered during the testing. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned representative samples.

Event description:
Customer complaint alleges "we tried to screw the product on oxygen outlet on the wall. It would not attach / screw on to the oxygen tip." Alleged issue reported as occurring during use. It was reported there was not injury to the patient. A different device was obtained for use. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided. Device history record (DHR) review shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information received. In order to perform a proper investigation to confirm the alleged defect and determine the root cause it is necessary to have the device sample. If the device becomes available, this report will be updated with the evaluation results. Teleflex will continue to monitor for similar complaints.

Event description:
Customer complaint alleges "we tried to screw the product on oxygen outlet on the wall. It would not attach / screw on to the oxygen tip." Alleged issue reported as occurring during use. It was reported there was not injury to the patient. A different device was obtained for use. Patient's condition reported as "fine".